Event description:
Account contact reports: one lab employee out of seven was trialing the product and experienced red and itchy hands while wearing the gloves. Most of the irritation occurred around the cuff area. The contact did not know if the employee was exposed to any other environmental factors. The samples were used up and a lot number was not available.